Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During a procedure, the physician successfully detached six ruby coils into the aneurysm through another manufacturer's microcatheter. The physician met resistance while advancing another ruby coil through the microcatheter. Upon retraction, the ruby coil unintentionally detached inside the microcatheter and the physician successfully removed the microcatheter with the ruby coil in it. The physician performed angiography and the chose to end the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pc400 coil's coil was damaged and sticking out of the distal end of the microcatheter, the terumo microcatheter was kinked approximately 1.0, 1.5, and 4.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the 7th pc400 coil used during the procedure would not proceed beyond the distal tip of the microcatheter. While retracting the coil into the microcatheter, it detached inside the catheter. Evaluation of the returned devices revealed that the coil was damaged and the microcatheter had kinks along the shaft. This type of damage typically occurs from improper handling during use. If the device is maneuvered against resistance, damage such as this may occur. The microcatheter had multiple kinks along the shaft, which resulted in the inner diameter collapsing on the coil while in use. This caused the coil to be trapped during the removal from the microcatheter and resulted in the coil detaching from the pusher assembly due to a fractured sr wire. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.